Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 7.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured longitudinally. The whole system was removed completely from the patient. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was directly above the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 7.0 x 20, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured longitudinally. The whole system was removed completely from the patient. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: mid 60's. (B)(4).